Manufacturer narrative:
The sample is available for evaluation. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
The device was inserted without any complication in the operating room. The patient had a large space-occupying lesion that was given the arterial line, left frontal perioperative. The line was scheduled to be removed at the medical care ward prior to the transfer to the low care ward. The nurse removed the line and experienced slight resistance. During removal, the cannula broke. The cannula was located echographically in the left arteria radialis. It was not reachable. The vascular surgeon was consulted and the cannula was removed under plexus anesthesia. The patient has suffered no further consequences as a result of the incident.